Event description:
General report received of an unspecified number of undocumented incidents of the clave secondary reports broke off. The tubing sets were to be used to deliver unspecified chemotherapeutic agents, at unspecified rates. The customer contact reported that the tubing sets were primed in the primary and then placed inside (B)(6) bags. After unspecified lengths of time, it was reported that when the nurses attempted to remove the tubing sets from the (B)(6) bags, it was noted that the clave secondary port on the cassette of the tubing sets had broke off and unspecified volumes of solutions had leaked inside the (B)(6) bags. No specific details were provided. The tubing sets were replaced and the therapies were initiated. No additional info was provided.

Manufacturer narrative:
The customer indicated that the devices were discarded. Hospira has completed a formal investigation to address the issue of device breakage of the clave secondary port. Based on the investigation results, it was determined that the device breakage was due to the design of clave port that is directly bonded to the secondary port of the cassette. This report represents all the info known by the reporter upon query by hospira personnel.